Event description:
Paramedics had used the device defibrillator to deliver energy to a patient, described as in cardiac arrest, 14 times in succession. Reportedly, the device spontaneously entered AED mode, spontaneously analyzed the patient ECG and advised a shock. No additional event information was reported. Patient outcome was not reported.